Event description:
It was reported that this implantable cardiac defibrillator was not able to be interrogated. Technical services was consulted and reviewed possible reasons for the exhibited behavior. No adverse patient effects were reported.